Event description:
Patient had mastectomy & silicone implant history. (Mastectomy 1983 - implant 1985). Patient presented to physician office with c/o firmness to right breast. Elected for surgical exchange of implant. Upon removal of implant, it was noted to be fully encapsulated and discolored-dark greenish.